Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (poor coaxial alignment) likely contributed to the malposition of the initial valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our edwards japan affiliate, during a transfemoral tavr procedure, a 26mm sapien xt valve was prepared with 2ml less than nominal volume. The valve was deployed slightly ventricular with a final 40:60 aortic/ventricular (a/v) position, resulting in mild paravalvular leak (pvl). Post dilation was performed with a non-edwards balloon; however, during post dilation, the balloon ruptured. Aortogram (aog) confirmed that the sapien xt valve had shifted to the lv side and caught in the left ventricular outflow tract (lvot). A second sapien xt valve was prepared and carefully advanced across the native valve, positioned to cover the first row of the first valve frame. The second valve was deployed with 1ml less than nominal volume in a final 50:50 a/v position. Post dilation was performed with a novaflex+ delivery system with nominal volume, resulting in almost no pvl. The procedure was completed. The native annular diameter measured 22.6mm by CT with a valve area of 403mm2. Mild valvular calcification was reported. A small amount of calcification observed on all of the native leaflets. It was perceived that procedural factors contributed to this event. The coaxial alignment of the first valve was poor; however, the physician determined that the valve could be finely adjusted when it was inflated with the "dog-bone" shape. The inflated valve could not be advanced well due to the guidewire and was deployed slightly ventricular.